Manufacturer narrative:
The complaint of a damaged catheter was confirmed, and the cause appeared to be associated with use. One photograph was provided for investigation. The damage observed on the 22g insyte autoguard catheter was consistent with needle puncture damage. The sample exhibited evidence of use. Had the damage existed prior to insertion, the catheter likely would not have been placed. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
It was reported that bd insyte autog bc global needle pierced the catheter. The following information was provided by the initial reporter: one of our nurses encountered a problem with a secure catheter ref. (B)(4), batch 4281725, expiry date 30/09/2027 yesterday: after piercing the skin without difficulty, the patient experienced severe pain. I then removed the catheter and found that it had broken, as shown in the attached photo. On (B)(6) 2025, the patient experienced pain when I attempted to insert the catheter, but there was no serious physical injury.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.